Event description:
Information was received indicating that the patient had their generator explanted on (B)(6) 2016 due to the generator being at end of service. On (B)(6) 2012 the patient's generator was implanted. It was identified that the generator was subject to increased battery consumption during the manufacturing process, thereby reducing the life of the generator battery. This means that the generator's battery may have depleted faster than expected. A review of the information stored on the generator shows that as of (B)(6) 2013 the patient's generator had used 1.811% of its battery capacity. By (B)(6) 2014 the battery capacity used was 37.106%. The product has not been received to date.

Event description:
The patient's generator was received on 10/26/2016 in ok condition. The device is currently undergoing product analysis. No results are available at this time. No other relevant information has been received to date.

Event description:
A copy of the internal memory of the generator was received and reviewed. It was noted that the patient's generator had depleted to 1.777 volts as of (B)(6) 2015, which triggered the pulse disabled state. Product analysis was completed on the patient's generator. Product analysis was able to confirm the premature end of life allegation. It was calculated that 65.696% of the battery capacity had been used however the voltage had depleted to 1.655v triggering the eos warning (<2.0v). The premature end of life was due to an undeliverable output current. This was caused by the generator not being programmed off after a manufacturing step which caused the battery to deplete while being manufactured. No other issues were found which impacted functionality.

Manufacturer narrative:
Describe event or problem, corrected data: mfg. Report #2 inadvertently reported the incorrect date of (B)(6) 2016 however the correct date is (B)(6) 2016. Relevant tests/laboratory data, including dates, corrected data: mfg. Report #2 inadvertently reported the incorrect date of (B)(6) 2016 however the correct date is (B)(6) 2016.

Event description:
It was noted that the patient's generator had depleted to 1.777 volts as of (B)(6) 2016, which triggered the pulse disabled state.